Event description:
The facility representative contacted baxter (B)(4) techical services to report a colleague infusion pump with damaged battery. It was found in the event history that a depleted battery alarm interrupted delivery on (B)(6) 2011. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of colleague infusion pump with damaged battery was confirmed by baxter (B)(4) service. This condition was caused by depleted main batteries. The device was fixed on-site; the main batteries were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).